Manufacturer narrative:
(B)(4) g2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a fracture occurred at the junction between the femoral component and the stem of a right-sided unicompartmental, partially coupled knee prosthesis. For several months prior to presentation, the patient experienced knee pain with a tendency to swelling. The patient presented to the hospital due to increasing, immobilizing pain, and radiographs confirmed the implant fracture at the femoral component¿stem junction. No acute triggering event was known. Attempts have been made and no further information has been provided.